Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over 1 hour occurred on for transmitter with serial number (B)(4). However, transmitter with serial number (B)(4) was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and failed due to 0 vdc. A review of the share logs was performed and signal loss was not found for serial number (B)(4) within the investigation window. The allegation was not confirmed. The probable cause was determined to be transmitter, reported allegation not found. The reported event of signal loss over 1 hour is reportable based on the transmitter passed log review. No injury or medical intervention was reported.